Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and smart device occurred; however the patient alleged the sensor was at fault. Additionally, the patient stated that they experienced bleeding at the insertion site. The sensor was inserted on the abdomen on (B)(6) 2017. No medical intervention was reported. No additional patient or event information is available. Data was provided for evaluation. The reported event of a loss of connection was confirmed via data. A root cause could not be determined.